Manufacturer narrative:
Corrected information: type of reportable event- serious injury.

Manufacturer narrative:
Manufacture plant: medical woody springs b/p.

Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note, that the date of event will be the date the article was published in the ¿annals of vascular surgery¿- (B)(6) 2018. Please see the article toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019) attached to the report.

Event description:
In a review of published literature, the following findings were noted: toshiya nishibe, md et al., "clinical and morphological outcomes in endovascular aortic repair of abdominal aortic aneurysm using gore c3 excluder: comparison between patients treated within and outside instructions for use" in annals of vascular surgery (2019) (available online on february 23, 2019). The article describes that between october 2013 and september 2016, 109 (91 men and 18 women, with a mean age of 77.0 years) patients underwent an endovascular aortic repair using gore® excluder® aaa endoprostheses with c3 delivery system to repair infrarenal abdominal aortic aneurysm. Of the total number, 29 (24,8%) patients were categorized as being treated outside the IFU (proximal aortic neck length and infrarenal aortic neck angle). Patients¿ medical history: current smoking (21), hypertension (86), dyslipidemia (51), diabetes mellitus (23), chronic pulmonary obstructive disease (25), cerebrovascular disease (38), coronary artery disease (59), renal insufficiency (8), hemodialysis (1), antithrombotic drug use (46), history of laparotomy (9). The gore® excluder® aaa endoprosthesis with c3 delivery system showed good clinical performance and no significant difference was observed in aneurysm sac shrinkage between patients treated within and outside the IFU. The article states that one patient was identified with a type ii endoleak. The patient underwent a re-intervention at 670 day after the initial procedure to repair the endoleak by transarterial coil and nbca embolization. (P16, 231-235/table 5).